Event description:
During a cataract extraction procedure, loss of aspiration caused a capsule tear and required a vitrectomy to be performed. There was a one-hour delay while a backup unit was brought in to complete the procedrue. Due to corneal decompensation, a replacement lens could not be implanted.